Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. Technical services (ts) page to the local representative for in person check and to discuss further trouble shooting options. This crtd remains in service. No adverse patient effects were reported.